Event description:
The patient reported that approximately 2 weeks ago, she looked down at her insulin infusion device and noticed it was "off" with the display blank. During troubleshooting, it was discovered that the batteries in the device were part of the recall notice. The patient was fully aware of the recall and was advised to discard any recalled batteries. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.

Manufacturer narrative:
No product will be returned for evaluation.